Event description:
Post-pyloric dobhoff tube broke during medication administration. The tube was bridled and remaining piece of tubing removed from patient. Manufacturer response for 8fr yellow feeding tube, (brand not provided) (per site reporter). No response after device was sent in.